Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to move his feet following an scs system replacement procedure in relation to MFR. Report#: 1627487-2015-01187 and MFR. Report#: 1627487-2015-01188. The patient was found to have an epidural hematoma. As a result, the patient's replacement scs system was explanted. Surgical intervention resolved the patient's issue.